Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. Upon visual inspection, the photo showed that the backcheck valve was broken apart between the top hub and bottom hub. A one-year historical review of item number 363430 was performed, and it was noted that this report is the only reported defect of this nature. Review of the discrepancy management system (dsms) database and a review of the batch history records was unable to be performed, as no lot number was provided. Based on the data from our evaluation, the exact nature of the reported defect could not be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the tubing completely disintegrated at the port connection. It was infusing epinephrine at the time, which caused the patient to nearly arrest again until they could get a new set up. The nurse was able to get another set of tubing and bag spiked and hung before anything significant happened, thankfully. The nurse estimated it had been on for at least 8 hours without any issues."